Event description:
The user reported that the cable needs to be changed. The wires are becoming exposed. No other details regarding the nature of the event were provided. The user reported the surgical procedure was completed successfully, and there were no reported adverse consequences to the patient as a result of this event.